Manufacturer narrative:
Block h6 impact code f1001 is being used to capture the reportable event of absent of treatment.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. During the procedure the balloon was leaking, and the balloon was removed. The procedure was cancelled. There were no patient complications reported as a result of this event.